Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited noise on the rate/sense and shock channels, shortly after a new device had been implanted with it, that was oversensed and resulted in pacing inhibition and syncope. The noise could be easily recreated with arm movements.